Manufacturer narrative:
H6-device code 1494: off-label use (acd < 3.0mm) claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens of diopter -7.5 into the patient's right eye (od) on (B)(6) 2022. The lens was exchanged on (B)(6) 2023 for a longer length lens due to low vault. This resolved the problem. The reporter did not give a cause for this event.